Event description:
A customer contacted beckman coulter (bec) to report erroneous hemoglobin (hgb) and hematocrit (hct) results on a finger stick patient sample which was analyzed twice on the coulter act diff 2 analyzer. The original sample was re-tested due to the instrument generated flags when the sample was analyzed initially. Before re-running the sample, the specimen was mixed on the rocking blood mixer for thirty minutes. Since the results obtained from the original run did not match the repeated results, the sample was sent out to a reference laboratory for testing. The results obtained by the reference laboratory were considered correct and were reported out of the laboratory. When compared the reference laboratory results with the act diff 2 analyzer results it was noted the following: the initial sample run gave a high white blood count (wbc) result with the instrument generated message and a low platelet (plt) result without instrument generated message. Sample rerun generated erroneous high red blood count (rbc), hgb and hct results and low wbc and plt results. No messages were generated by the instrument. The erroneous results were not reported outside of the laboratory. There was no death, injury or an effect to patient treatment in connection to this event. Patient results are provided in the attachment.

Manufacturer narrative:
Per the customer, qc was within specifications on (B)(4) 2013. Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse verified the instrument's performance and no issues were noted. The fse reviewed the patient results and indicated that the patient sample rerun after 30 minutes gave significantly lower results for wbc and plt, while the rbc and hgb values were increased significantly, which is consistent with improper specimen mixing. The fse spoke to the laboratory staff about proper mixing of the finger stick samples. The fse also replaced the hgb lamp that was at maximum voltage; however, it was unrelated to this issue. Failure mode is unknown. However, initial sample run gave an instrument generated message for the wbc parameter to alert the operator of the problem. The results pattern for the sample rerun was indicative of inadequate sample mixing.